Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v253633, implanted: (B)(6) 2009, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v253633, implanted: (B)(6) 2009, product type lead; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that shortly after implant, the patient had his stimulator moved from his neck to his abdomen. The patient was having trouble with it pulling his neck to the side. It felt like the ¿cord¿ was too short. The physician ¿put a length¿ in as well.

Event description:
This manufacturing report no longer applies to the event. Refer to manufacturing report #6000153-2015-00467 and #6000153-2015-00468 for the updated versions of this event.